Event description:
The patient was undergoing coronary stenting to the calcified and tortuous mid rca. The 3.5x18mm cypher stent became stuck while being delivered to the target lesion, and couldn't be moved. The physician then pulled back on the stent delivery system (sds) in preparation for predilation. The physician predilated the target lesion to retrieve the stent into the guide catheter, but was unsuccessful. When the angiogram was checked, it revealed that the proximal struts of the stent were uplifted. The physician then decided to remove the entire system, as he felt it would be difficult to retrieved, it dislodged from the sds and was retrieved with a snare.